Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an event where package was mising and worn faded or damaged event on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009783, in question was manufactured at the osted site. Threshold analysis: a query was run on 07-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009783" . No complaints found in query. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6009783 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 31-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.